Manufacturer narrative:
(B)(4). RMA no has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states chair will only drive with programer plugged in and turned on. MDR filed.